Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a frozen screen. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there were no response from any button and that the time clock did not advance. It was also reported that the frozen display happened during normal use and occurred on start up during countdown. Multiple battery changes did not resolve the issue. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.